Event description:
The product was used during a thoracoscopy procedure. Reportedly, the instrument was difficult to open. The surgeon extended the incision and fired another intrument to release the device, then manually sutured to complete the procedure. The hosp has reported the pt's condition is satisfactory.